Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer was hospitalized and admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 668 mg/dl; cause was not known. Customer administer a bolus to address the bg. Customer reported moderate ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the hospital on 11/13/2022 with treatment resolving the issue and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Ultimately the customer reverted to an alternate method of insulin delivery.